Event description:
Male patient presented for elective op procedure, bilateral cystourethroscopy, laser lithotripsy, stone extraction, and stent removal. The laser fiber failed to function which caused delayed/extended or time without patient injury. The laser fiber 200 did not work. Every other laser 200 fiber gives an error code and will not fire. Laser company notified, but the problem is still happening. Credit for the fibers is given back to use, but the patients care is delayed while we boot and re-boot the laser and connect and re-connect different fibers each time. Per site reporter, the laser company notified, but the problem is still happening. Credit for the fibers given back to use.